Event description:
It was reported that the pyxis medbank es system patient not showing in list. The customer stated that when trying issue medication for a patient the user could not find the patient in the list. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient not showing on the list. A technical support specialist found that the patient was not active in metaquotes language. The system functioned as intended after the technical support specialist troubleshooted the device.